Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. H3 other text: devices were discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, resistance was encountered upon insertion of the commander delivery system with crimped valve into the 14fr esheath+. As the non-edwards wire was about to go back from the left ventricle, an attempt was made to withdraw the delivery system and then re-advance the delivery system again. This was unsuccessful as the delivery system was unable to be advanced. Subsequently, the delivery system was observed with a kink. A decision was made to withdraw the delivery system along with the esheath+ and prepare a new system and esheath+. A 16 fr esheath+ was used for the second attempt to implant the valve. The new delivery system and valve was inserted into the 16 fr esheath+ and resistance was encountered again. However, the system was able to be advance through the esheath+ and the valve was implanted successfully. Prior to removal of the esheath+, an angiography was performed and revealed an access vessel rupture at the left common iliac artery. A stent was placed as a result. The procedure was then completed.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The investigation is still ongoing. Please note this is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-15034 for details of the other event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed the delivery system guidewire lumen was kinked with crimped valve dislodged off the balloon which is an indication that there was resistance encountered during the procedure. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to advance the delivery system with crimped valve through the esheath+ was empirically confirmed through review of the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with the delivery system as a result from increased push force. The root causes identified in technical summary were reviewed and there were four root causes identified as applicable to this event. The first root cause is a tortuous patient anatomy which can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per the follow up communication, "access vessel tortuosity was none". However, applicable access vessel imagery was not provided. The second root cause is calcification which can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per the follow up communication, "access vessel calcification none". However, applicable access vessel imagery was not provided. The third root cause is undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) which can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per the follow up communication, "mld (minimal lumen diameter) was 5.8 mm". The fourth root cause is a steep insertion angle which can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Information on the insertion angle was not provided. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient and procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. In this case, a definitive root cause could not be determined. However, it is possible that one or more of the patient and procedural factors listed above may have been present during the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.